Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, seals of the trocar fell into the abdominal cavity. There was no patient consequence.